Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a six level lumbar fusion spinal surgical procedure. It was reported that the setscrews stripped during implantation. The setscrews were removed and replaced. No patient complications were reported.